Event description:
It was reported by a nurse at the site that during a da vinci-assisted procedure, it can be difficult to distinguish between a black stapler reload and a white stapler reload in a dark operating room (or). In one instance, it was alleged by the customer that the firing of the wrong colored stapler reload across the pulmonary vessel resulted in the use of a few clips to reassure no bleeding along the staple line. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication is user error. The bedside staff installed the wrong stapler reload color on the sureform stapler instrument and as a result, the surgeon had to apply clips on the pulmonary vessel to reassure there was no bleeding along the staple line. The hospital has reportedly performed retraining to help prevent this type of event from occurring in the future. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Per the sureform 60 stapler user manual, the following warnings are noted: "warning": always inspect the tissue thickness and select an appropriate stapler reload before application of a staple line using the stapler. Improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation." "Warning: make sure to select the actual color of the installed reload. Improper reload color selection (staple size) can result in over-compression of tissue and improper staple formation." The case information was reviewed by isi clinical development engineering (cde) and the following information was obtained: the system detects the reload color when the stapler is installed and displays the detected color in the instrument arm pod. The stapler cannot know what is the ¿wrong¿ or ¿right¿ reload color. It only detects what the user actually installs, not what the user intends to install. Occasionally, the system will prompt the user to manually select what color of reload is installed. If the user selects a color that is different from the installed reload color, or if the system displays a color that is different from the installed reload color, users should abide by the user manual instructions. The surgeon will easily be able to tell what the reload color is when positioning the stapler on tissue. The endoscope provides more than enough light to visualize the reload. White and black reloads are common in many surgical stapling products from different manufacturers, and are not unique to sureform. A review of the site's complaint history shows no additional complaints related to this event. No images or procedure video were provided for review. A review of the system and instrument logs was not possible due to lack of system and instrument detail, event/procedure date, and confirmation of site location. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, an incorrect stapler reload color selection by the bedside staff while stapling the pulmonary vessel resulted in the surgeon placing clips to reassure that there was no bleeding across the staple line. The site mentioned that the hospital has done a re-training to help prevent future instances of this incident. There is no information to suggest a malfunction of an isi system, instrument or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.